Manufacturer narrative:
Age, weight, and ethnicity unknown/not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was residue/smears on the cone of the patient interface that was being used for the right (od) operative eye. This customer does not know if this was discovered during patient contact. There was no patient harm and no medical intervention needed. The procedure was completed successfully.